Event description:
It was reported that the micro oscillating saw heated up during a routine equipment eval at the user facility, by a MFR's service technician. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, it was observed that ball bearing and roller bearing were corroded. The presence of corrosion in the rotor bearings is likely to cause or contribute to the handpiece warming up.